Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's insulin pump went into a low field magnetic resonance imaging and was no longer functioning with an error message. Advised that the insulin pump should not be exposed to any magnetic field. Troubleshooting was not performed and nothing is returning.